Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed crease sharp broken on radius assessed as fold flaw opening. Additional observations. Crease fold observed. Wear abrasion observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported extracapsular rupture of the left device discovery on imagery. Device has been explanted. Record relates to left side.

Event description:
Healthcare professional reported extracapsular rupture of the left device discovery on imagery. Device has been explanted. Record relates to left side.

Manufacturer narrative:
Cont. H.6. Health effect f2203 imaging required. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported extracapsular rupture of the left device discovery on imagery. Device has been explanted. Record relates to left side.